Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over three (3) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the allegation however, was unable to confirm how the reprocessing has been implemented due to no obtained information. Olympus could not identify the material or specify the root cause that made the foreign material remain in the subject device. The event can be prevented by following the instructions for use (IFU) which state: according to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿cf-xz1200l/I, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿cf-xz1200l/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.